Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found have a dislodged grip cable at the proximal end within the housing. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The instrument failed the intuitive motion test. Common causes of the failure mode instrument grip cables dislodged-proximal are attributed to a loss of cable tension due to a broken or cracked input shaft. Broke/ cracked shafts, and disks inside the housing can be caused from incorrect cleaning or sterilization techniques used during reprocessing. A broken or cracked input shaft at the proximal end can cause the cable to become dislodged.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.